Event description:
Affiliate reported that leakage was noted from "y" connector during drainage due to poor adhesion between "y" connector tube. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Codman has received the device for investigation. Upon completion of the evaluation a follow up report will be filed.